Event description:
It was reported that the patient underwent a posterior spinal fusion at t4-l3 to treat neuropathic scoliosis. It was reported that during a post-op follow up a CT image exhibited a halo effect around the l3 pedicle screw with the set screw backing out. The patient had not achieved solid fusion and underwent a revision surgery to remove and replace the l2 and l3 pedicles, place an axial connector at l1 and implant a new rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and microscopic examination identified significant wear starburst pattern witness marks around the perimeter of the rod interface surface of the set screw. Set screw protrusion height and morphology provides some indication of incomplete tightening of the set screw. Off- center axial witness marks and tough morphology consistent with cyclic axial movement of the rod. Rod & set screw interface witness marks on rod found to be visually less pronounced and complete, in comparison to the other two set screw witness marks. The above observations are consistent with incomplete tightening of the set screw.